Event description:
It was reported the pt felt a flutter in her torso while in a swimming pool. The pt attempted to turn the amplitude down using her programmer. She received a stuck button flag on her programmer. The sjm rep requested the pt try to use the amplitude button, and the button was functioning properly.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.